Event description:
It was reported that the patient was experiencing a pulsating or palpitation-like sensation which was determined to be phrenic nerve stimulation from the left ventricular (lv) lead. The pacing vector was changed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.